Event description:
It was reported that during follow-up, the left ventricular lead exhibited loss of capture. An x-ray showed the lead dislodged. The lead was explanted and replaced on (B)(6) 2014. The patients condition was good post procedure.

Manufacturer narrative:
.